Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. After turning the pump back on, the personal profile settings were noted to be missing. Customer¿s blood glucose level was in 170-172 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.